Manufacturer narrative:
Insulin pump had no button response on up arrow button, due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had a cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 172 mg/dl. The customer stated that the insulin pump may have been exposed to sweat because she kept the device in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.